Event description:
The doctor inadvertently implanted a fixed pressure valve instead of a programmable valve as intended. The surgeon indicated that the packaging had holes similar to that of a programmable valve which led to the confusion.

Manufacturer narrative:
The rep has confirmed that the valve has not been explanted. The serial number provided indicates that the label info on the packaging is correct. It is not a programmable valve. A review of the device history records will be reviewed and a follow up report will be filed.